Event description:
It was reported that the remote monitor reader was getting too hot to touch. That patient was asked if it was warmer than normal electronics would get and the patient responded yes. The patient was advised to disconnect for at least 20 minutes and give it time to cool down and call back if the issue continues. The monitor is still in use. No patient complications have been reported as a result of this event.